Event description:
A report was received from the user facility stating an 840 ventilator experienced a high-pitched alarm followed by a ventilator inoperative device alert. Although a ventilator inoperative code was displayed, the ventilator never stopped cycling. A respiratory therapist intervened immediately to prevent harm to the patient. The patient was removed from the ventilator without any reported negative impacts. No additional information has been obtained regarding the event.

Manufacturer narrative:
(B)(4). During a follow-up with the user facility's biomedical department, it was found that the device was evaluated by an internal biomedical engineer. No failure codes or device alerts were logged that would indicate an issue with the operation of the device. The device was cycled four hours without issue. The ventilator passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. The device was found to have been returned to clinical use with no further issue.